Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, operator experienced difficulties with loading the reload onto the handle. Device was used 1 time out of the 2 before stalling. An abnormal noise was heard when used. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted no abnormalities. One partially applied single use loading unit (sulu) was received preloaded on the instrument. Additionally, one sulu with a full complement of tacks, proper timing and the shipping wedge attached was received. The articulation knob functioned properly. The instrument was applied to the appropriate test media. The instrument fired properly in both the straight and articulated position. The remaining seven tacks deployed and seated properly in the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.